Manufacturer narrative:
Additional manufacturer narrative/corrected data: rlt261414/13038138 (B)(4). Plc181000/12981239 (B)(4). Plc181200/12963840 (B)(4).

Manufacturer narrative:
Additional manufacturer narrative/corrected data- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional components implanted on (B)(6) 2014: plc181000(2)/12981239, 12963840.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2016, a possible type I endoleak with aneurysm enlargement was identified. On the same day, an aortic extender component was implanted and balloon dilated. The endoleak was resolved.